Event description:
A patient reported blood glucose results of "48 mg/dl and 168 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes match, and the technique for applying the blood to the test strip and for cleaning the puncture site. The patient performed two control solution tests, both passed. The patient neither alleged harm nor injury. A replacement meter is being sent.